Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). This depleted the battery early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).